Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a promus premier ous mr 38 x 4.00 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 3 most proximal stent strut rows were undamaged and crimped in place, the remainder of stent damaged and stent stretched in distal direction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 38 mm x 4.00 mm, eccentric target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). The lesion contained >=90 degrees bend. A 38 x 4.00 mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.